Event description:
The patient reported that her synergy device was explanted one to two weeks after implant due to an infection at the pocket and incision site. The antibiotics that were prescribed for her made her vomit constantly and she was hospitalized for one week. Her illness was then being managed by a home health nurse who came daily to change the dressings of the infected sites. Further information is being requested from the hcp.

Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent.